Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a read/write failure to non-volatile memory issue was identified.

Event description:
It was reported that the pump battery was depleting quickly. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer had large ketones, not identified as dangerous by healthcare provider. Reportedly, the customer addressed their bg with a manual dose injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.